Event description:
There was an issue reported with the insulin gauge displaying an amount different from what was expected; the pump showed 0 units despite a full cartridge being loaded with 300 units. There was no adverse impact to the customer's blood glucose level. The customer addressed the problem by loading a new cartridge each day and eventually resumed using the pump successfully. Technical support advised continuing with monitoring and asked the customer to upload pump data for further investigation.